Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. The customer issue has been alleged on the cobas liat system, product code: occ catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test product code qlt, catalog number 09211101190 and UDI. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated from a cobas® liat® system (s/n(B)(4)). A customer from the united states alleged that they received a potential false positive results for a patient¿s tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay. The customer reported that on (B)(6) 2021 they observed a positive result for a patient¿s sample when tested and analyzed on the cobas® liat® system (s/n (B)(4)). The customer did not specify which target(s) generated a positive result. The patient¿s same sample was repeat tested and analyzed on a different cobas® liat® system (s/n not provided) that generated a negative result. The customer did not specify which target(s) generated a negative result. No information on sample collection or handling was provided. No harm or injury was indicated. The negative result was reported out to the patient and/or personnel treating the patient. The investigation to assess the customer allegation has not yet been completed.